Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 2017865-2020-06504, related manufacturer reference number 2017865-2020-06505. It was reported that the patient received a vibratory alert and presented in the clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds and the right atrial (ra) lead exhibited noise. During replacing the ra and rv leads, access was lost; the left ventricular (lv) lead was explanted to get access. After the lv lead was removed, it was noted that the lead exhibited fracture. The leads were replaced. The patient was in stable condition.